Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03040 and 2134265-2014-02492. (B)(4). It was reported that in-stent restenosis (isr) and syncope occurred. On (B)(6) 2012, a 3.00x12mm and a 3.00x32mm promus element stents was implanted in proximal right coronary artery (rca) and mid rca respectively. On (B)(6) 2014, the patient was presented at emergency room for prolonged asystole symptoms. Cardiopulmonary resuscitation was performed and normal rhythm resumed. The patient was hospitalized and subsequently, referred for cardiac catheterization. Coronary angiography was performed. There was 60% diffuse restenosis of the previously placed study stent located in the proximal rca and in-stent restenosis (isr) of previously placed (3.00x12 and 3.00x32) promus stents. The physician treated it with placement of a 3.5 x 12mm non-bsc stent, resulting in 0% residual stenosis. The 100% stenosis located in the mid rca to distal rca was treated with balloon angioplasty and placement of 3.5x12 non-bsc drug eluting stent (des). Following post dilatation, 0% residual stenosis. Site has confirmed that there was no thrombus present. One day post procedure, the patient was referred for repeat angiography to ensure patency of rca stents and placement of temporary pacemaker following multiple episodes of bradycardia and pauses and patient was also considered placement of permanent pacemaker. Coronary angiography was then performed and revealed widely patent stents. Two days after, permanent pacemaker was implanted. Five days post procedure, the event was considered resolved without residual effect and patient was discharge on the same day.